Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that intermittent lead noise with oversensing was observed on the right ventricular lead. The noise was not reproducible with isometric testing. The clinician opted to monitor the lead and perform programming changes as the patient primarily atrially paced and was asymptomatic. The patient was stable.